Event description:
It was reported on (B)(6), that a partial thyroidectomy procedure was performed with a coolseal reveal and the patient presented with bleeding at home and had to be rushed to the hospital, and was discharged the next day. Surgeons and staff in the room did not attribute/or couldn¿t say if the bleeding was due to the reveal, or any of the tools used in the room, mostly attributed the bleeding due to patient factors. No additional information available.

Manufacturer narrative:
D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.